Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "needle came detached when removing the cap from the syringe."

Manufacturer narrative:
An investigation is currently; underway upon completion, the results will be forwared.